Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue could be confirmed during troubleshooting. According to the received information, the springs of the nozzle units on air and o2 gas modules were broken. Replacement of the maintenance kit, including nozzle units, solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on review of the device's history of repair, nozzle units were last replaced in (B)(6) 2024, which is sooner than a year, or every 5000 hours of operation. Information provided by the distributor in communication box confirmed that nozzle units were physically damaged. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to physically damaged nozzle units.

Event description:
Manufacturer's ref. #: (B)(4).